Event description:
The customer complained that a sample yielded a false negative result with seraclone anti-jka. The customer is going to send us the allegedly defective lot of seraclone anti-jka but is not able to send the patient's sample that yielded the allegedly false negative reaction. As soon as we'll get test results from our quality control laboratory, we will send our final report on this incident.

Event description:
The customer reported that a donor red blood cell product reacted false negative with seraclone anti-jk(a). The customer could sent us neither the allegedly defective product nor the donor sample. Therefore our quality control laboratory re-tested the retained sample of the allegedly defective product with different jk(a) positive and negative red cells. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected negatively the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report for this incident.

Manufacturer narrative:
This is our final report on this incident.